Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. Based on the information provided it appears the patient experienced a hernia recurrence, recurrence is listed as a known adverse reaction in the instructions-for-use. With the currently available information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient was implanted with a ventralex mesh for the repair of an incisional hernia. The attorney alleges that no less than a year had passed before the patient started experiencing pain radiating from her abdomen, shortly thereafter, the patient experienced a hernia reoccurrence and the patient's physicians elected for a repair surgery of the hernia and hernia mesh. On (B)(6) 2016 - the patient underwent surgery and upon entering the abdominal cavity, the physician noted that the ventralex hernia mesh had allegedly failed, and he removed part of the mesh. The attorney alleges that patient has suffered and will continue to suffer physical pain, has sustained permanent injury, has experienced pain, recurrence, partial explant and disability.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient was implanted with a ventralex mesh for the repair of an incisional hernia. The attorney alleges that no less than a year had passed before the patient started experiencing pain radiating from her abdomen, shortly thereafter, the patient experienced a hernia reoccurrence and the patient's physicians elected for a repair surgery of the hernia and hernia mesh. (B)(6) 2016 - the patient underwent surgery and upon entering the abdominal cavity, the physician noted that the ventralex hernia mesh had allegedly failed, and he removed part of the mesh. The attorney alleges that patient has suffered and will continue to suffer physical pain, has sustained permanent injury, has experienced pain, recurrence, partial explant and disability. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incisional hernia and underwent open repair. Per the operative notes, the upper aspect of the midline wound was opened until the hernia defect was encountered. ¿the sac was dissected down to the fascia level circumferentially and excised. The undersurface of the abdominal wall was then palpated and there was a 1 cm fascial defect to the right upper midline incision; a counter incision was made and the sac was excised. A small ventralex st mesh (device #1) was then placed beneath that defect and secured. A large ventralex st mesh (device #2) was then placed underneath the main defect and again secured.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia and underwent open repair. Per operative notes, ¿the midline incision was reopened, and multiple hernia defects were identified. Adhesions between the underside of the abdominal wall and bowel were freed sharply. The old mesh (device #2) placed in the superior aspect of the wound was removed. A ventralight st mesh (device #3) was placed in the retro-rectus space and secured.¿ (note, there was no mention of device #1 during this procedure) attorney alleges that the patient experienced abscess, bowel/intestine removal, pain, hernia recurrence scarring and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. Based on the information provided it appears the patient experienced a hernia recurrence, recurrence is listed as a known adverse reaction in the instructions-for-use. With the currently available information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional and corrected information provided. Based on the additional information received, no conclusions can be made. This is a patient with a complex surgical history significant for abdominal surgery including incisional hernia repairs. About six months post-implant of two ventralex st mesh devices (device #1 and device #2), the patient was diagnosed with an incisional hernia and underwent surgery for removal of device #2 (based on the anatomical location), with implant of a ventralight st mesh (device #3). Based on the information provided, it does not appear that the patient had any ae associated with the ventralex st (device #1) or the ventralight st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.